Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported improper tidal volume while in use. No patient harm was reported.

Manufacturer narrative:
The field service engineer (fse) was unable to duplicate the reported problem. The fse reported there were no parts replaced.